Event description:
According to the police report, the end user was operating the motorized wheelchair in the middle of a roadway when he was struck by a motor vehicle. According to the police report, the end user sustained injuries to his feet and was transported to the hospital . He reportedly later suffered a cardiac arrest at the hospital during questioning by the responding police officer. He subsequently died after several months of hospitalization.